Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
The lead was successfully implanted, and initial bipolar measurements were within acceptable parameters. After the device was sutured in place and the patient was closed, subsequent testing revealed the absence of bipolar measurements, no sensing, and impedance readings below 100 ohms. Unipolar measurements remained acceptable; however, the implanting physician determined that a new lead was required. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.